Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was malignant pain and spine/back. It was reported the patient¿s handset gets to 90% bolus request completed and then just sits and does not complete the communication. The agent had the caller reboot the system and the caller also stated he had closed all apps. The patient was lying down and the pump was tilted a bit. An email was sent to the repair department for a replacement communicator. When the pa (patient activated) bolus is requested, communication only getting to 90% and will not complete. Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the rep had not seen or talked to the the patient and was not aware of the reported problem.